Manufacturer narrative:
Follow up # 1/supplemental report text-12/07/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Event description:
(B)(4). This spontaneous case, reported by a consumer via a call center, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient's medical history was not reported. Concomitant medication included insulin for an unknown indication. The patient started an unspecified insulin for the treatment of an unknown indication on an unknown date. In (B)(6) 2010 (one month prior to (B)(6) 2010), an unknown time after starting the unspecified insulin via the humapen memoir (lot unknown), the patient was in hospital for a bad hypo for about a week. No relevant physical findings or corrective treatment for the bad hypo was reported. The patient recovered from the bad hypo. Whilst in hospital the patient's son stored the humapen memoir in the fridge. Patient stated the pen will now not work properly, will not reset and the display flashes. This humapen memoir was associated with pc1510867. The operator of the device and if they were trained was not reported. It was not reported how long the patient had used this device model or the reported device. It was unknown if the humapen memoir was continued, if the device is returned investigation will be carried out to see if malfunction occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.